Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface) cmos was evaluated and replaced. The fluoroscopy functions (ffb) pcb, gpos (general purpose operating system) and rtos (real time operating system) cpu assemblies were also evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and would shut down without command of the operator. There is no report of a patient injury or death associated with this event.